Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, valve actuation test, and a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under pump a and b mushroom heads, in the hp1 filter, and within the recess of the bottom cover adjacent to the pump. Fluid in the hp1 filter is related to the reported m31 air detected in cassette warning. The cause of the observed dried fluid could not be determined. Additionally, the rs232 communication cable was found to be disconnected from the communication interface board. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak coming from the cycler's cassette compartment during an unknown phase of pd treatment. The patient reported receiving unknown alarms during an unknown phase of treatment prior to the leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. It was reported that there was fluid within the cycler. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. Upon follow up, the pdrn reported that she was unaware of the reported event. She indicated that records show that all of the patient¿s treatments have been completed since the date of the event. The patient did not experience any symptoms, adverse events, injuries, nor require medical intervention since the date of the reported event. The pdrn is unsure if patient has received the new cycler, returned the reported cycler, or has the cycler set available to return. Multiple follow up attempts were performed to request additional information, however, a response was not received.